Event description:
The pt reportedly experienced sound quality issues between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The pt was seen by a co rep for device eval. Surgery to explant the pt's device has been scheduled.